Event description:
While placing an epidural catheter pre-op for a continuous epidural, part of the b-d epidural glass syringe (the top of the plunger) shattered under the "mda's" thumb. The "mda" was injecting a 5cc test dose through the epidural catheter. The syringe had only been used for compressing air with the loss of resistance technique for placing the epidural needle previously. Only the part of the syringe designed for thumb pressure shattered (into many pieces). There was no excessive or unusual pressure used. The syringe was a component in the baxter spinal anesthesia tray #2t0661, lot no. Gd722603, exp 8/8/2001.